Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) during an atec procedure the customer reported losing suction in the middle of an MRI biopsy. The doctor could not continue with the biopsy. Customer was unsure if the patient will be rescheduled or not. Hologic did multiple attempts to obtain information no response. Customer reported that the suction was not functioning correctly and that the water was not being brought to the canister. No other information available.